Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. There was no display ramping on its own anomaly noted. The unit was received with cracked case at display window corners and battery tube threads. The unit was received with minor scratched display window.

Event description:
It was reported that the insulin pump was scrolling without having been prompted, then alarmed button error. The blood glucose reading was 150 mg/dl. The customer stated that she changed the battery twice, but none of the buttons worked. She noted that she was trying to bolus when the device began scrolling and had worn the insulin pump in her bra prior to receiving the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.